Event description:
Medtronic received information that an unknown duration post implant of the edwards mitral valve the patient died. The cause of death was not reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).